Manufacturer narrative:
A device evaluation is anticipated but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.

Event description:
It was reported that when using the bd pyxis¿ es server, an order display error occurred. The customer reported an issue with how a continuous infusion was displayed on the patient profile. The medication pantoprazole in sodium chloride was shown as sodium chloride when the nurse searched the profile, rather than displaying as pantoprazole. The customer stated that there was a delay in patient care. There were no adverse events or injuries reported based on this event.